Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The eccentric target lesion with a bend of less than or equal to 45 degrees was an area of in-stent restenosis located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm emerge¿ was advanced for dilatation. However, during inflation at 10 atmospheres the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications and the patient's status was stable.